Event description:
The hospital informed the manufacturer, berlin heart (B)(4), that they observed a reduced performance in an excor blood pump connected to a patient supported in lvad configuration. After consultation with berlin heart clinical affairs the clinic sent a video for evaluation. After evaluation of the video the manufacturer suspected a membrane defect and recommended to exchange the excor blood pump. The patient tolerated the blood pump exchange well. The site reported that the patient did not experience any untoward effects.

Manufacturer narrative:
(B)(4). The blood pump was evaluated by the manufacturer, berlin (B)(4). Visual inspection shows padding (air padding) between 2 layers of the triple layer membranes. Further evaluation by the manufacturer of the disassembled pump revealed a hole in the air-side layer of the membrane, behind the stabilization ring at the rolling radius. Graphite particles were detected between the driving membranes. The graphite particles have most probably formed from abrasion between the two driving membranes. The particles formed from the abrasion between the membranes layers caused increased friction at points which finally led to the defect in air-side layer of the membrane. The defect led to the formation of air padding between the driving membranes which caused a reduced flow volume (incomplete filling and ejecting) of the blood pump. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects and has trained production workers to optimize the amount of graphite between the layers.

Manufacturer narrative:
(B)(4). (B)(4). (Importer) is submitting the report on behalf of berlin heart (B)(4) (manufacturer). The excor blood pump, s/n (B)(4), was used from june 03, 2015 to july 04, 2015 (31 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial investigation of the returned blood pump a padding was observed between the membrane layers, which indicates a defect of the air-side layer of the triple-layer membrane. However, evaluation of the blood pump s/n (B)(4) is still ongoing.